Event description:
A hospital in (B)(6) reported that an iw932 cosycot infant warmer displayed an e17 error code and that the heater head was cracked. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint iw932 warmer head assembly was received at our fisher & paykel healthcare service centre in (B)(6) where it was inspected by a trained fisher & paykel healthcare service technician. Photographs of the complaint heater head were provided to us by the service centre, as well as a service report, detailing the service findings. Results: inspection of the supplied photographs revealed cracks on the infant warmer head molding. Chipped plastic and delamination of the plastic shell was also evident along the edge of the heater head. Based on the photographs, the cracks on the unit appeared to be caused by the use of inappropriate cleaning solutions. The heating element was faulty, which had caused the error 17 to display. Conclusion: it is likely that the cracking and crazing of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. It must be noted that the complaint unit is over seven years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of our continuous improvement initiatives on (B)(4) 2010 we changed the material used in the manufacture of the head housing to one that offers greater resistance to environmental stress cracking. We also revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint heater head will be repaired with a replacement head kit and heating element, and will be returned to the customer following an electrical safety and performance check.